Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: approximately two years and seven months post filter deployment, the patient had evidence of filter detachment with migration and was having some nonspecific upper abdominal discomfort. It was noted that the patient had a fragment of a previous filter left remaining. The new filter was noted to have malpositioned with angulation and detachment of a separate leg of the filter as well as malposition of another leg of the filter. Multiple attempts to retrieve the filter using snares, a balloon and biopsy forceps were unsuccessful and the decision was made to leave the filter in place. The filter appeared secure with one leg of the filter outside of the ivc and one leg of the filter angulated superiorly. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years and seven months post deployment of the new filter, the new filter was noted to have malpositioned with angulation and detachment of separate leg of filter as well as malposition of another leg of the filter. A venacavogram demonstrated a fairly marked angulation of the filter to the right of the midline. In addition, there was another leg of the filter that was malpositioned. Multiple attempts to retrieve the filter using snares, a balloon and biopsy forceps were unsuccessful. The filter appeared secure with one leg of the filter outside of the ivc and one leg of the filter angulated superiorly. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, limb detachment, material deformation and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per the medical records, the filter was deployed in suprarenal position. The filter was noted to have malpositioned with angulation and detachment of separate leg of filter as well as malposition of another leg of the filter. Per the IFU (instructions for use),"the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." It is possible that the filter position could have affected the stability of the filter. Additionally, per the medical records, following failed retrieval attempts, one leg of the filter was outside the ivc. This possibly could have led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2013, device manufacturer date: (07/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the filter had tilted and embedded in the wall of the ivc, perforated the ivc, and migrated. It was further alleged that detached filter struts were located in the upper and lower abdominal areas. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient allegedly experienced pain and abdominal bleeding from the detached, migrating pieces; however; the current status of the patient is unknown.